Event description:
The user reported the touch panel of the central control monitor of the heart lung console did not function as expected. Control of pumps and safety sensors remained available through redundant local controls. There was no reported adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Eval in progress but not concluded.